Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2020, with blood glucose of 672 mg/dl. Customer was in emergency room as a result of high blood glucose level. The customer was treated with intravenous fluids. Customer had nausea and vomiting. Customer had alleged that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm or unexpected missed bolus alert noted during testing. Device uploaded properly using care link. Device had minor scratched display window, cracked display window, cracked case at display window corner and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.